Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. E1: (B)(6).

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with a prostyle device using the pre-close technique prior to an evar [endovascular aneurysm repair] interventional procedure via a large-bore artery (>8f) sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. There was a little calcification in the access site, so hemostasis was achieved with the z-suturing (z-plasty). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.